Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using a turbohawk atherectomy device with a spider wire and a 6 f sheath to treat a lesion in the common iliac artery . The lesion exhibited moderate tortuosity and was a chronic total occlusion. Artery diameter: 5-6 mm x 60 mm. The vessel was not pre-dilated. During use the tip of the turbohawk detached ¿ separated at the hinge pin. The hinge pins were then jailed to the vessel wall. Dr (B)(6) pulled the spider filter over the tip of the turbohawk basket and jailed it in the iliac using two I- cast stents. Spider product had to be left in patient was covered by two cast stents. No further clinical sequelae reported for this event.

Manufacturer narrative:
Evaluation summary: the spider fx device was received for evaluation. The spider fx capture wire was received with the filter assembly fractured and separated. The capture wire was snapped at the snap location. The filter assembly was not included with the returned contents. The distal segment of the capture wire shows the distal end of the wire looped/bent back against itself. The distal tip of the fracture showed a straight fracture face with the end showing a ¿pig-tail¿ type loop. The bend/looping of the capture wire was 46 cm from the tip and showed wear to the ptfe coating; which exposed the inner portion of the capture wire.